Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/30/2013 and 7/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 2:10 pm the patient noted the reported meter would power off during use; he was unable to obtain a blood glucose reading. The patient tested his blood glucose level using another meter, and obtained the result of 58 mg/dl. Prior to the use of the meter, the patient was experiencing the symptoms of dizziness, lightheadedness and nausea. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms began prior to the meter issue, there was no delay in treatment and the patient did not seek medical attention, and the patient was able to test his blood glucose level using a backup meter. However, as the meter power issue was not resolved this complaint is being reported.